Manufacturer narrative:
(B)(4). The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. A search was conducted in complaint database and no additional complaints with the same symptom code were found for any of the potential related lots. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient reported his pd catheter was infected and he was transitioning to hemodialysis. Follow-up with the patient's nurse confirmed the patient was diagnosed with staphylococcus aureous peritonitis during a scheduled cholecystectomy. The patient's gallbladder was found to be necrotic when it was removed. The tip of the pd catheter was found in a pocket of pus in the area of the appendix. The appendix might have previously ruptured as they did not find any evidence of an appendix and were not aware of it being removed previously. The nurse was not sure if the patient's peritonitis was due to the apparent ruptured appendix and subsequent pocket of pus or if it was attributed to the patient's technique failure. The patient's medical records were requested and will not be made available.